Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 2 infusion set fell off during use events on (B)(6) 2024. The events occurred up to a little over 24 hours of insertion. The blood glucose level was 480 mg/dl at the time of event therefore the patient was treated with correction bolus via pump/mdi. The patient replaced infusion sets and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.